Event description:
On (B)(6) 2012, the pt underwent endovascular repair of a saccular aneurysm at the right-side wall of the abdominal aorta using gore excluder aaa endoprosthesis. Final angiography showed that the contralateral leg component had been deployed outside of the gate. It was also found that the gate was caught between the ipsilateral leg and the contralateral leg, and the gate was completely occluded. The physician implanted a contralateral leg at the proximal end of the first contralateral component. Then, to keep the blood flow into the both excluder legs, additional stents were implanted. The procedure concluded with no further issue, and the pt tolerated the procedure. The physician stated that the aneurysm was the saccular type and aorta didn't dilate, so he could not be aware that the deployment was outside of the gate.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event (B)(4).